Event description:
It was reported that tandem mobi pump battery would not charge even when caller used charging pad, cable, and recommended wall outlet, and no power source alerts were present in pump history. No information was provided about any impact to the customer¿s blood glucose level. Customer confirmed outlet was working, was instructed to use tandem mobi wall adapter and leave it plugged into a known working outlet for at least 30 minutes, and cts planned to follow up because patient could not verify serial number and a text message was to be sent.